Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump error code 810:04 was confirmed but not duplicated during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.